Manufacturer narrative:
Date sent to the FDA: (B)(6) 2020. Additional information: d1, d4, h4, h6. H6: appropriate term / code not available (e2402) utilized to capture no device returned.

Manufacturer narrative:
Date sent to the FDA: 7/23/2025. Additional information: b5, d3. Corrected information: d4 (primary UDI #). Additional b5 narrative: it was reported that the patient underwent hernia repair due to hernia recurrence and adhesion on (B)(6) 2011 and physiomesh was implanted. No additional information was provided. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent removal surgery and recurrent ventral hernia surgery and mesh was implanted on (B)(6) 2010 during which the surgeon noted adhesions of the small bowel to the area of the previous hernia repair and bowel to the mesh. Lysis of adhesions was undertaken to take the small bowel down off of the abdominal wall and adhesion of the bowel to the mesh was debrided. It was reported that the patient severe pain, nausea, inflammation, dense adhesions, loss of appetite, stress and anxiety. It was reported that the patient previously underwent hernia repair surgery on (B)(6) 2010 and mesh was implanted. Other procedure is captured in separate file. No additional information was provided.